Manufacturer narrative:
(B) (4). Haze/oil mist. Capital equipment, evaluated at customer site: the vacuum pump oil was low and oil was misting from the top of oil mist assembly. The fse replaced the oil mist filter and o-rings during pm2 to repair. Completed pm2 with no further issues. Oil mist filter from system will be returned for evaluation. Note: unit is located in small ventilated closet space. The customer was not aware of oil mist, nor did they see or report any issues.

Event description:
A report was received from the field, indicating that during the second preventive maintenance (pm2) to the sterrad unit, the asp field service engineer (fse) noticed haze/oil mist.